Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). The 2.50mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion. However during inflation at unspecified atmospheres, the balloon ruptured. The procedure was completed with a 2.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. Magnified inspection identified a 8mm longitudinal tear in the balloon material on the distal end of the balloon. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). The 2.50mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion. However during inflation at unspecified atmospheres, the balloon ruptured. The procedure was completed with a 2.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.